Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead placed in the left bundle branch exhibited oversensing of intermittent deflections. Additional information has been requested but was not provided at this time. This lead remains in service. No adverse patient effects were reported.